Event description:
In 2002 the end-user called medtronic minimed and stated that the tubing broke apart approx. 7" from the pump connection, patient woke up with insulin all over the place and had high bg's. In 03/2003 maersk medical a/s received the complaint and 1 used set.